Event description:
Patient reported pump stopped working at the start of infusion causing patient to have to discard medication pump. Unknown if patient experienced an adverse event. Unknown if patient missed dose. Unknown if device available for return. Serial number of defective device: (B)(6). Device is not available for return. No additional information available. Indication: common variable immunodeficiency, unspecified. Reported to cvs/caremark by: patient/caregiver.